Event description:
Consumer reported no vibration alert. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no vibration. The root cause was determined to be a defective vibrate motor.